Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+1.0/093 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown. Reportedly the doctor does not want to implant a replacement lens.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).